Manufacturer narrative:
Bayer case number: (B)(4) I experienced severe pain during my periods [painful periods], post-stroke [stroke] , distal hemiparesis of the left arm and leg. [Hemiparesis (left)] , left hemibody motor deficit triggered at home during a meal [motor deficit] , similar to endometriosis [endometriosis] , adenomyosis [adenomyosis] , paratubal cyst [paratubal cyst] , hemiplegia [hemiplegia] , I had to use a walker to walk again [walker user] , neurological attacks [neurologic symptoms] , suspected lyme disease [lyme's disease] , left lower limb dorsiflexion deficit assessed at 1/5, possibly submaximal [muscle weakness lower limb] , the deep tendon reflexes (dtr) are perceived [tendon reflex exaggerated], left hemibody distal hypopallaesthesia [hemihypoaesthesia] , asthenia [asthenia] , signs related to an intolerance to metals [allergy to metals] , cognitive disturbance [cognitive disturbance] , significant fatigability. [Fatigability] , heavy metal tests abnormal [heavy metal abnormal] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 01-dec-2025. The most recent information was received on 09-dec-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of dysmenorrhoea ("I experienced severe pain during my periods"), cerebrovascular accident ("post-stroke"), hemiparesis ("distal hemiparesis of the left arm and leg.") And motor dysfunction ("left hemibody motor deficit triggered at home during a meal") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of neuroborreliosis in 2014 and iodine allergy, appendectomy and migraine. Concomitant products included naropeine (ropivacaine hydrochloride) and ropivacaine (ropivacaine hydrochloride). On (B)(6) 2015, the patient had essure inserted. In 2017 she experienced dysmenorrhoea (seriousness criterion intervention required), endometriosis ("similar to endometriosis"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("paratubal cyst"). On (B)(6) 2020 she experienced motor dysfunction (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2023. On unknown date she became a walking aid user ("I had to use a walker to walk again"), experienced cerebrovascular accident (seriousness criterion medically important), hemiparesis (seriousness criterion disability), hemiplegia ("hemiplegia"), neurological symptom ("neurological attacks"), lyme disease ("suspected lyme disease"), muscular weakness ("left lower limb dorsiflexion deficit assessed at 1/5, possibly submaximal"), hyperreflexia ("the deep tendon reflexes (dtr) are perceived"), hemihypoaesthesia ("left hemibody distal hypopallaesthesia"), asthenia ("asthenia"), allergy to metals ("signs related to an intolerance to metals"), cognitive disorder ("cognitive disturbance") and fatigue ("significant fatigability.") And was found to have heavy metal abnormal ("heavy metal tests abnormal"). The patient was hospitalised from (B)(6) 2020. The patient was treated with verapamil (verapamil hydrochloride) and antibiotic (bacitracin, polymyxin b sulfate) as well as surgery (total hysterectomy with adnexectomy bilateral with salpingo-oophorectomy). At the time of the report, the hemiparesis, motor dysfunction, walking aid user, cognitive disorder and fatigue had not resolved. The outcomes for dysmenorrhoea, cerebrovascular accident, endometriosis, adenomyosis, adnexa uteri cyst, hemiplegia, neurological symptom, lyme disease, muscular weakness, hyperreflexia, hemihypoaesthesia, asthenia and allergy to metals were unknown. No causality assessment was received for essure with regard to motor dysfunction, cerebrovascular accident, dysmenorrhoea, endometriosis, adenomyosis, adnexa uteri cyst, hemiplegia, walking aid user, neurological symptom, lyme disease, muscular weakness, hyperreflexia, hemihypoaesthesia, asthenia, allergy to metals, hemiparesis, cognitive disorder, fatigue or heavy metal abnormal. The reporter commented: left hemi body motor deficit triggered at home during a meal, with no warning signs, on (B)(6) 2020. Hospitalization in the emergency department from (B)(6), then at the neurological hospital from (B)(6) 2025. Sequelae have persisted since despite two stays in post-stroke care pathway from (B)(6) 2022 to the end of (B)(6) 2023, and from (B)(6) 2025 to the end of (B)(6) 2025. Information given by dr at the time of essure implant insertion was incomplete: no other means of contraception was mentioned and the information was minimal. The 4-month reflection period was not respected (consent document signed on (B)(6) 2015 and backdated to (B)(6) 2015 by dr then insertion of implants on (B)(6) 2015, i.e. 4 days after consent and not 4 months as indicated in the attached document). Note that, from around 2017, I experienced severe pain during my periods, similar to endometriosis, which I had never experienced before the insertion of the essure devices. It is noted on pathology report carried out after the intervention: "adenomyosis and cysts"). In 2023, the removal of the implants was unfortunately accompanied by a total hysterectomy (including ovaries and fallopian tubes), due to the heavy metal analysis carried out and the necessary precautions given the state of health already very impacted by hemiplegia. This was the operating protocol in effect. This surgical procedure required a longer hospital stay than expected. (6 days instead of the usual 3 because I had to use a walker to walk again, as the procedure had exhausted me and weakened my locomotor skills once more. Lifestyle female patient, in a relationship, on disability. Company director, sole proprietor. This patient has been followed by dr for years for "neurological attacks systematically only affecting the left side of the body" of variable frequency from one to twelve times per year, which have responded to repeated antibiotic therapy initiated by the primary care physician due to suspected lyme disease. The situation has been worsening for the past few weeks. It should be emphasized that basic situation is not asymptomatic, with a disability resulting from her recurrent left hemi body symptoms. She also has kinesiotherapy sessions every week. She reports a significant resurgence of her symptoms with a sudden motor impairment on (B)(6), justifying an emergency consultation. There is no deterioration of general condition, no unusual headaches, no pyrexial context. No infectious contagion. Clinical course in the department this concerns the occurrence of a subacute left hemi body deficit within 48 hours in a patient with a chronic non-organic neurological condition followed by dr given the partial improvement in symptoms during hospitalization, we authorize the patient be discharged home and refer the patient to her referring neurologist. Conclusion - diagnosis left hemi body sensory and motor deficit with normal MRI performed in relation to symptoms, in a patient followed by dr for a long-standing non-organic neurological condition. Follow-up care by the referring neurologist. No therapeutic change. Discharge treatment unchanged. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Computerised tomogram] (date unknown): reported to be normal (as seen on the imaging server) [hair metal test] (date unknown): silver 0.0125 (0.2000 - 0.5000), barium 0.3562 (1.9000 - 4.0000), cobalt 1.5039 (0.1400 - 2.9000), copper 3.8216 (10.2275 ¿ 35.0000), tin 0.1820 (0.0070 - 1.4000), mercury 0.4856 (0.0530 - 1.7000), nickel 6.5660 (1.0000 1.6000), lead 0.0057 (0.1300- 1.0000), strontium 3.1760 (2.4000-6.0000), selenium 0.2144 (0.8000- 2.0000), uranium 0.0346(0.0400 - 0.4360). [Magnetic resonance imaging head] on (B)(6) 2020: no ischaemic lesion visible on this imaging performed in relation to symptoms. Some known and not very specific t2 flair hypersignals of the supratentorial white matter, of non-pathological value. [Pathology test] on (B)(6) 2023: macroscopy: this total hysterectomy is received intact and weighs 66 grams, measuring 65 x 42 x 30 mm. The cervix measures 33 mm in diameter x 26 mm in length, and the endometrium is 1 mm thick. The right adnexa has a fallopian tube 55 mm long x 5 mm in diameter with two paratubal cysts of 2 mm, the ovary measures 27 x 12 x 7. The left adnexa includes a fallopian tube 53 mm long x 7 mm in diameter with an ovary measuring 37 x 11 x 5 mm. Presence of essure in the right horn, left horn and left tube. Macroscopic analysis performed according to the essure protocol. Microscopy: the ectocervix is lined by a regular or slightly dystrophic squamous epithelium. The endocervical/exocervical junction is the site of mature squamous metaplasia. The endometrial mucosa is of the proliferative type with tubular or elongated glands, lined by a pseudostratified epithelium. These glands are surrounded by a dense cytogenetic chorion. The myometrium is the site of adenomyosis. The samples taken from the right horn (block 6) show, in addition to the presence of adenomyosis, resorptive macrophage granulomas with multinucleated giant cells. Samples from the right adnexa (block 4-8) show a fallopian tube made up of fringes (fimbriae) covered by a cuboidal columnar epithelium. Paratubal cysts are lined by a focally ciliated cuboidal-columnar epithelium. The ovary contains corpora lutea and some coelomic inclusion cysts. Samples taken from the left horn and left adnexa (blocks 9, 18) reveal resorptive macrophage granulomas with multinucleated giant cells in the horn and in the fallopian tube (blocks 11-12). The fallopian tube consists of fringes (fimbriae) covered by a cuboidal-columnar epithelium with a discreetly fibrous core. The ovary contains corpora lutea. No malignancy. Conclusion: adenomyosis uteri in the context of a proliferative-type endometrium. Right paratubal cyst. No malignancy. [Sars-cov-2 test] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-dec-2025: quality safety evaluation of product technical complaint. Internal correction - event "heavy metal teats abnormal" coded to "heavey metal abnormal" added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) I experienced severe pain during my periods [painful periods] left hemibody motor deficit triggered at home during a meal [motor deficit] distal hemiparesis of the left arm and leg. [Hemiparesis (left)] sequelae have persisted since despite two stays in post-stroke c [stroke] similar to endometriosis [endometriosis] adenomyosis [adenomyosis] paratubal cyst [paratubal cyst] hemiplegia [hemiplegia] I had to use a walker to walk again [walker user] neurological attacks [neurologic symptoms] suspected lyme disease [lyme's disease] left lower limb dorsiflexion deficit assessed at 1/5, possibly submaximal [muscle weakness upper limb] the deep tendon reflexes (dtr) are perceived [tendon reflex exaggerated] left hemibody distal hypopallaesthesia [hemihypoaesthesia] asthenia [asthenia] signs related to an intolerance to metals [device intolerance] cognitive disturbance [cognitive disturbance] significant fatigability. [Fatigability] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 01-dec-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of dysmenorrhoea ("I experienced severe pain during my periods"), motor dysfunction ("left hemibody motor deficit triggered at home during a meal"), hemiparesis ("distal hemiparesis of the left arm and leg.") And cerebrovascular accident ("sequelae have persisted since despite two stays in post-stroke c") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of neuroborreliosis in 2014 and iodine allergy, appendectomy and migraine. Concomitant products included naropeine (ropivacaine hydrochloride) and ropivacaine (ropivacaine hydrochloride). On (B)(6) 2015, the patient had essure inserted. In 2017 she experienced dysmenorrhoea (seriousness criterion intervention required), endometriosis ("similar to endometriosis"), adenomyosis ("adenomyosis") and adnexa uteri cyst ("paratubal cyst"). On (B)(6) 2020 she experienced motor dysfunction (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2023. On unknown date she became a walking aid user ("I had to use a walker to walk again") and experienced hemiparesis (seriousness criterion disability), cerebrovascular accident (seriousness criterion medically important), hemiplegia ("hemiplegia"), neurological symptom ("neurological attacks"), lyme disease ("suspected lyme disease"), muscular weakness ("left lower limb dorsiflexion deficit assessed at (B)(6), possibly submaximal"), hyperreflexia ("the deep tendon reflexes (dtr) are perceived"), hemihypoaesthesia ("left hemibody distal hypopallaesthesia"), asthenia ("asthenia"), device intolerance ("signs related to an intolerance to metals"), cognitive disorder ("cognitive disturbance") and fatigue ("significant fatigability."). The patient was hospitalised from (B)(6) 2020. The patient was treated with verapamil (verapamil hydrochloride) and antibiotic (bacitracin, polymyxin b sulfate) as well as surgery (total hysterectomy with adnexectomy bilateral with salpingo-oophorectomy). At the time of the report, the motor dysfunction, hemiparesis, walking aid user, cognitive disorder and fatigue had not resolved. The outcomes for dysmenorrhoea, cerebrovascular accident, endometriosis, adenomyosis, adnexa uteri cyst, hemiplegia, neurological symptom, lyme disease, muscular weakness, hyperreflexia, hemihypoaesthesia, asthenia and device intolerance were unknown. No causality assessment was received for essure with regard to motor dysfunction, cerebrovascular accident, dysmenorrhoea, endometriosis, adenomyosis, adnexa uteri cyst, hemiplegia, walking aid user, neurological symptom, lyme disease, muscular weakness, hyperreflexia, hemihypoaesthesia, asthenia, device intolerance, hemiparesis, cognitive disorder or fatigue. The reporter commented: left hemi body motor deficit triggered at home during a meal, with no warning signs, on (B)(6) 2020. Hospitalization in the emergency department from (B)(6), then at the neurological hospital from (B)(6) 2025. Sequelae have persisted since despite two stays in post-stroke care pathway from (B)(6) 2022 to the end of (B)(6) 2023, and from (B)(6) 2025 to the end of (B)(6) 2025 information given by dr at the time of essure implant insertion was incomplete: no other means of contraception was mentioned and the information was minimal. The 4-month reflection period was not respected (consent document signed on (B)(6) 2015 and backdated to (B)(6) 2015 by dr then insertion of implants on (B)(6) 2015, i.e. 4 days after consent and not 4 months as indicated in the attached document). Note that, from around 2017, I experienced severe pain during my periods, similar to endometriosis, which I had never experienced before the insertion of the essure devices. It is noted on pathology report carried out after the intervention: "adenomyosis and cysts"). In 2023, the removal of the implants was unfortunately accompanied by a total hysterectomy (including ovaries and fallopian tubes), due to the heavy metal analysis carried out and the necessary precautions given the state of health already very impacted by hemiplegia. This was the operating protocol in effect. This surgical procedure required a longer hospital stay than expected. (6 days instead of the usual 3 because I had to use a walker to walk again, as the procedure had exhausted me and weakened my locomotor skills once more. Lifestyle female patient, in a relationship, on disability. Company director, sole proprietor. This patient has been followed by dr for years for "neurological attacks systematically only affecting the left side of the body" of variable frequency from one to twelve times per year, which have responded to repeated antibiotic therapy initiated by the primary care physician due to suspected lyme disease. The situation has been worsening for the past few weeks. It should be emphasized that basic situation is not asymptomatic, with a disability resulting from her recurrent left hemi body symptoms. She also has kinesiotherapy sessions every week. She reports a significant resurgence of her symptoms with a sudden motor impairment on (B)(6), justifying an emergency consultation. There is no deterioration of general condition, no unusual headaches, no pyrexial context. No infectious contagion. Clinical course in the department. This concerns the occurrence of a subacute left hemi body deficit within 48 hours in a patient with a chronic non-organic neurological condition followed by dr given the partial improvement in symptoms during hospitalization, we authorize the patient be discharged home and refer the patient to her referring neurologist. Conclusion - diagnosis. Left hemi body sensory and motor deficit with normal MRI performed in relation to symptoms, in a patient followed by dr for a long-standing non-organic neurological condition. Follow-up care by the referring neurologist. No therapeutic change. Discharge treatment unchanged. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Computerised tomogram] (date unknown): reported to be normal (as seen on the imaging server) [hair metal test] (date unknown): silver 0.0125 (0.2000 - 0.5000) barium 0.3562 (1.9000 - 4.0000) cobalt 1.5039 (0.1400 - 2.9000) copper 3.8216 (10.2275 ¿ 35.0000) tin 0.1820 (0.0070 - 1.4000) mercury 0.4856 (0.0530 - 1.7000) nickel 6.5660 (1.0000 1.6000) lead 0.0057 (0.1300- strontium 3.1760 (2.4000- 1.0000) 6.0000) selenium 0.2144 (0.8000- 2.0000) uranium 0.0346(0.0400 - 0.4360) [magnetic resonance imaging head] on (B)(6) 2020: no ischaemic lesion visible on this imaging performed in relation to symptoms. Some known and not very specific t2 flair hypersignals of the supratentorial white matter, of non-pathological value. [Pathology test] on (B)(6) 2023: macroscopy: this total hysterectomy is received intact and weighs 66 grams, measuring 65 x 42 x 30 mm. The cervix measures 33 mm in diameter x 26 mm in length, and the endometrium is 1 mm thick. The right adnexa has a fallopian tube 55 mm long x 5 mm in diameter with two paratubal cysts of 2 mm, the ovary measures 27 x 12 x 7. The left adnexa includes a fallopian tube 53 mm long x 7 mm in diameter with an ovary measuring 37 x 11 x 5 mm. Presence of essure in the right horn, left horn and left tube. Macroscopic analysis performed according to the essure protocol. Microscopy: the ectocervix is lined by a regular or slightly dystrophic squamous epithelium. The endocervical/exocervical junction is the site of mature squamous metaplasia. The endometrial mucosa is of the proliferative type with tubular or elongated glands, lined by a pseudostratified epithelium. These glands are surrounded by a dense cytogenetic chorion. The myometrium is the site of adenomyosis. The samples taken from the right horn (block 6) show, in addition to the presence of adenomyosis, resorptive macrophage granulomas with multinucleated giant cells. Samples from the right adnexa (block 4-8) show a fallopian tube made up of fringes (fimbriae) covered by a cuboidal columnar epithelium. Paratubal cysts are lined by a focally ciliated cuboidal-columnar epithelium. The ovary contains corpora lutea and some coelomic inclusion cysts. Samples taken from the left horn and left adnexa (blocks 9, 18) reveal resorptive macrophage granulomas with multinucleated giant cells in the horn and in the fallopian tube (blocks 11-12). The fallopian tube consists of fringes (fimbriae) covered by a cuboidal-columnar epithelium with a discreetly fibrous core. The ovary contains corpora lutea. No malignancy. Conclusion: adenomyosis uteri in the context of a proliferative-type endometrium. Right paratubal cyst. No malignancy. [Sars-cov-2 test] (date unknown): negative. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.